Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced pain caused by the implantable cardiac monitor (icm). The icm was explanted on (B)(6) 2025. The patient condition was not known.

Manufacturer narrative:
Device was returned for analysis due to patient claims of device causing pain. Device was at end of life (eol) when it was received. Session record was reviewed, and no anomalies were noted, device had reached elective replacement indicator (eri) level in the field due to normal usage. Longevity assessment was performed, device met of projected longevity and is considered normal battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.